Event description:
It was reported that during the procedure, the coating of the command guide wire peeled inside the armada 18 percutaneous transluminal angioplasty (pta) catheter lumen. There was no resistance during advancement; however, there was resistance during removal of both devices. The peeled material remained stuck in the balloon catheter that was removed. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI number is not known as the part and lot number were not provided. The additional armada 18 device is filed under separate medwatch report number.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported peeled/delaminated polymer could not be confirmed; however, it is possible that the material separation (polymer) discovered during return analysis was inadvertently reported as peeling. The reported difficult to remove could not be tested due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed report, it was reported that the armada 18 was a 5x40 mm. The lesion was the arteriovenous fistula (avf) between the radial artery and radiocephalic vein at the wrist. There was diffuse calcification of the radial artery with no critical stenosis but impeding maturation. There was anastomotic stenosis and post anastomotic vein stenosis. The guide wire and balloon were at 180 degree curvature because of the avf configuration. The armada was used to dilate the pre-anastomotic artery, the anastomosis and post-anastomotic vein. Returned device analysis identified pieces of the distal balloon marker floating in the distal end of the balloon as well as separated polymer. Corrosion was also noted; however, the account did not note the corrosion. No additional information was provided.